Manufacturer narrative:
The subject product was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on oct. 26, 2018, and found as follows; the tip end of the cutting knife was missing about 3.5 mm to the specification. The tip end surface of the cutting knife showed that it was melted. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting knife increased and stiffness of the knife weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the knife was melted and deformed. It was also known that an electric discharge occurred due to the following reasons; the electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The activation time was too long. The contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; *always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application.

Event description:
During an endoscopic submucosal dissection (esd) in upper gastrointestinal tract, two subject products were used. In the procedure, the tip of the cutting knife of the first product was broken and missing. The user exchanged to the second product and continued the procedure. The tip of the cutting knife of the second product was broken and missing. There was no patient injury reported. This is the report regarding the breakage of the cutting knife of the first product.